Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device.the manufacturer received information from the patient alleging that the patient has cancer. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Box d: model number (rfb),catalog item identifier (rfb) & product UDI (rfb) updated. Box h: (device) problem code grid, remedial action init (rfb) & recall (z) number (rfb) updated. Box e: initial reporter details and report source - other was updated.